Manufacturer narrative:
It was reported that during troubleshooting for the initial reported issue, the customer stated that the device front panel leds was flashing indicating an unknown internal circuitry problem. The olympus representative then advise the customer that the device will need to be return for evaluation and repair. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source front panel exhibited flashing led indication, an unknown internal circuitry problem. The event occurred during preparation for use, prior to an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the flashing front panel could not be determined. Olympus will continue to monitor field performance for this device.